Event description:
Approximately two weeks after percutaneous coronary intervention (pci), the patient was hospitalized after developing pulmonary embolism and breathing difficulty. Three weeks later, the went into cardiopulmonary arrest and angiography revealed thrombus within both stents. The patient was treated, but remained hospitalized. Approximately three weeks later, the patient developed pneumonia and passed away.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment and 1-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the mid to proximal left anterior descending artery (lad) of 40mm in length in a 2.5 vessel diameter. The (type c) concentric lesion was also calcified. Five thousands units of heparin were administered during the procedure. Pre-dilation was conducted with a 2.0x15mm lacrosse balloon at 13 atmospheres (atm) before deploying two overlapping stents. First deployed was a 2.5x23mm cypher stent at 14 atm followed by a 2.5x18mm cypher stent at 18atm, proximal to the first stent. Intravascular ultrasound (\ivus) was not conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. Post-procedure medications are not known. Approximately two weeks later, the patient developed pulmonary embolism and breathing difficulty. He was taken to the emergency room and bleeding from the digestive tract was confirmed. Aspirin 200mg/day had been started at an unknown time and was stopped during this hospitalization. Warfarin 200mg/day was also started for approximately six days. Twelve thousands units of heparin was started during this hospitalization and continued for three days. It was increased to 20, 000 units for three more days. It was restarted for unspecified reasons approximately two weeks later for nine to ten days. Eight days after being hospitalized, an inferior vena cava (ivc) filter of the pulmonary artery was conducted. One month later, the patient went into cardioplumonary arrest in the hospital. Coronary angiography (cag) was conducted and thrombus was observed in the two cypher stents. To treat the thrombus, aspiration was conducted and thrombolytic agent (tpa 400, 000u) and nicorandil (2mg) were administered intravenously. Then a 2.75x8mm pixel bare metal stent (bms) was implanted at the gap of the two cypher stents at 8atm. Post-dilation was conducted with the stent delivery system (sds) of the balloon at 12atm. An intra aortic balloon pump (iabp) was also inserted. Timi iii flow was recorded post-procedure. Aspirin 200mg/day was restarted. Warfarin potassium was restarted ten days before the adverse event and stopped on the day of the cardiac arrest. However, the patient remained unconscious. Approximately three weeks later, the patient's condition changed suddenly and he passed away due to pneumonia. The physician commented that the possible causes of the thrombotic event were due to the calcified and diffuse lesion for which a coronary artery bypass graft (CABG) was recommended, blood clotting ability disrupted due to pulmonary embolism and bleeding and finally, the anti-platelet therapy was changed. An autopsy was not performed, but the death certificate listed pneumonia as the cause of death. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products with the reported events that were submitted under the following manufacturing numbers 9616099-2007-00646 and 9616099-2007-00647.